Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental with be forthcoming with the device history record results once received.

Event description:
As reported, in this vamp system the tubing separated from the patient side, at the 2-way stopcock when blood was taken from the patient. There was some loss of blood; however the nurse reacted adequately and changed the set thus there was not any consequence to the patient.